Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 199 mg/dl. Reportedly, a cartridge change was performed to address the occlusion.